Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qemdup batch number, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Please describe any medical/surgical intervention required for this suture event including dates and results. Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Current status of patient? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an exploratory laparotomy on (B)(6) 2020 and a barbed suture was used. The patient had been admitted with abdominal pain for 3 days, and 2 days later, exploratory laparotomy was performed under emergency general anesthesia to remove the necrotic small intestine. Post-op, 8 days later, wound secretion was found in the middle segment of the wound. A stitches was removed and drainage was given to the patient. Observation treatment was given. Additional information was requested.